Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspectional, functional testing, and event history log review, and the customer problem was duplicated. The pump was found to have a severely damaged air detector, and there was a buckling upstream occlusion (uso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal and air detector, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device has a damaged air detector. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.